Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 350 mcg/day) via an implantable infusion pump. The indication for use was not noted and the patient medical history was listed as none. The drug lot, concomitant drug list and patient age/weight were noted as unable to obtain. The event date ((B)(6) 2015) and implant date ((B)(6) 2010) were noted as approximate. It was reported that the critical pump alarm occurred when the elective replacement indicator (eri) was at 16 months. The patient went to the hospital, as he heard the sound of the critical alarm. The pump was interrogated and a motor stall with a stopped pump period may exceed tube set error, occurred. The pump was explanted and the issue was resolved. The patient status at the time of the report was "alive - no injury". The hcp had no further information. On 2016-01-12 the company representative reported that they did not know a reason for the motor stall and it was a spontaneous motor stall. The pump was returned and received. Additional information was requested regarding whether the patient experienced any symptoms. Should additional information be provided, a supplemental report will be submitted.

Manufacturer narrative:
Upon device return, analysis found high impedances of the motor coil. The pump motor compartment noted corrosion of the motor gear assembly. Furthermore, corrosion was found on one of the coil connector pins of the motor coil.

Event description:
On 2016-02-04, additional information was received from a company representative indicating that the patient did not experience any symptoms. He just heard the alarm, went to the hospital, and logs showed a motor stall occurred, as previously reported. There was no MRI. No further information was provided.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.